Event description:
Same case as MFR's report # 6000130-2006-00191 and 6000130-2006-00192. It was reported that during an iliac stent placement treatment procedure with an express biliary ld premounted stent, a dissection of the iliac occurred. The procedure was completed with this device and with no pt complications reported. The current pt condition is reported as 'fine'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shop floor paperwork has been reviewed and no issues were noted that would have contributed to the complaint reported. Should further relevant info become available; a supplemental medwatch report will be filed.